Manufacturer narrative:
The report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the thoracoscopic examination of the patient, the distal end of the thoracoscope was found to have sudden break. Hence the thoracoscope was immediately withdrawn to inspect the broken condition of the scope and inspect for any foreign material left in the patient's thoracic cavity. Follow-up is conducted to obtain additional information regarding the event and is currently pending..